Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is broken. Knob is damaged. Lower case and both bail covers are broken. Keyboard is scratched. Ring cover is contaminated.

Event description:
It was reported the display and knob were damaged. The device was returned for service. No patient involvement was reported.